Manufacturer narrative:
A philips remote service engineer (rse) remotely interviewed the customer and confirmed there was a low sound coming out from the speaker even when the dial was turned on at full volume. The event happened during routine checkup. The speaker was replaced and the device was returned to functional use with no further issues identified. The device remains at the customer site.

Event description:
It was reported that the device displayed a speaker malfunction alarm. The device was not in use on a patient at the time of event, there was no patient involvement.